Event description:
Patient presented to the physician with wound dehiscence at the chest incision. Physician brought the patient into the or, irrigated the chest pocket with antibiotic solution, and closed. Postoperative antibiotics were prescribed after the procedure was completed.